Manufacturer narrative:
As the service case was cancelled, no furhter information is avaialble. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that there was an image quality issue.the clinical use of the system was in use.there was no harm reported to philips.